Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test and basic occlusion test. Pump failed prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer blood glucose level was 20 mmol/l treated with insulin pump. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was unable to complete pump rewind. The customer reported crack near to the top of battery compartment. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.